Event description:
The customer reported that her husband found her unconscious with a low of 22mg/dl and that she was hospitalized. The customer stated that she has been hospitalized three times and paramedics were called twice for her low blood glucose. Troubleshooting was performed. The customer stated that her doctor cut her basal rates in half to help the issue. The time and date on the insulin pump was correct. Ran a displacement test and the device passed the test. The amount of insulin in the reservoir did not match with the status screen. Offered a replacement of the insulin pump and the customer declined. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.